Event description:
The reporter indicated that the device showed sporadic reversion to ventricular noise response for 1-2 pacing complexes. This occurs with normal programmed parameters other than output. This is seen at 8.1v/1.0ms, 4.1v//1.0ms (programmer strips), 5.4/1.0ms, 7mv v-sensing; 4.1v/1.0ms and 4.0 (reg)/1.0ms (hospital printout). Sensing was 3.0 mv (a) and 7.0mv (v) during testing. Loss of capture when output is less than 4.0v. Capture threshold is >3.5v/1.5ms.

Manufacturer narrative:
Summary of analysis: the device was subjected to electrical/mechanical function testing. Normal pacer operation was observed. The unit is within new pacer specs.